Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the erbe had 115v fuse and that the error evolved from c-34 to c-54. Fse was unable to diagnose the cause of the new error. Fse replaced the 115v fuse for a 230v on a new erbe and the issue was resolved. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted surgical low anterior resection (lar) procedure, there was a c-34 error on the erbe generator. The customer stated that this was an ongoing issue. The technical support engineer (tse) informed the customer the erbe needs to be replaced to solve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the synchroseal connected to the e-100 generator. The reporter was not aware of any injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The vio integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. On the startup, the unit displayed c-54 error.